Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2014. During the procedure, kinking of the sheath guides occurred. It was unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event with the mesh missing was returned for evaluation. The device was visually evaluated. Upon evaluation, one needle was bent, not at the tip but on the upper part. The location of the bend on the needle indicates it could not have happened if the needle was properly locked on the guide. This suggests that during the use of the device, the needle was removed from the bulge that holds the needle at the guide. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.